Event description:
Additional information was received. The navlock starter awl, navlock thoracic probe, and navlock solera 4.75 standard screwdriver were the instruments in use. The anomaly occurred immediately after both registrations. No instrument was inaccurate. A re-spin did not resolve the issue. The frame was placed on the spinous process of lumbar (l) 3 and facing toward the camera. The camera was placed on the cranial end of the patient.

Manufacturer narrative:
H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. The logs were reviewed; however, it was found that there was insufficient information to determine the relationship of the software to the reported issue as exam archives were unavailable for analysis. It was noted that software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy, but it cannot be detected in log files. H6: fdm b24, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762 (software version: 2.1.0) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the patient came in for a l4-l5 solera fusion and tlif. The site started navigating the first screw which was confirmed with a imaging level check. As the health care professional (hcp) was placing the l4 screw they realized that the navigation system was telling them that they were on l5. They then laced the navigated starter on one level down (l5) but the navigation system said they were on s1. When the anomaly was discovered another 3d spin was done using a non-medtronic imaging system and the same anomaly occurred. The estimated inaccuracy was 35mm. Navigation was aborted and the surgery continued. There was a delay of less than one hour.